Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was then advanced and the device was re-advanced. However, the device still failed to cross the lesion and a slight deformation was found on the mounted stent. The procedure was completed with another 3.50 x 16 synergy drug-eluting stent. No patient complications nor injuries were reported.